Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1780kl. Troubleshooting was not performed customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display or unexpected battery power loss anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, pillowing keypad overlay, and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn 000318018911 and event date 15-aug-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 15-aug-2024 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-aug-2024 in the pump history file. (There was no data available on (B)(6)2024 in the pump history file.) On (B)(6) 2024 00:51:33.000 battery removed. On (B)(6) 2024 00:51:33.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 01:01:00.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2024 01:02:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2024 01:02:17.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2024 01:02:28.000 alarm alert notification. Fault number = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. Please see below pertaining to svn (B)(6) and event date 10-aug-2024. Please see below for the boluses listed on the event date 10-aug-2024 in the pump history file. On (B)(6) 2024 00:28:29.000 normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. On (B)(6) 2024 00:33:27.000 normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. On (B)(6) 2024 00:38:29.000 normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.125. Bolus amount delivered = 0.125. (B)(6) 2024 00:43:15.000 normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. On (B)(6)2024 00:48:34.000 normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.125. Bolus amount delivered = 0.125. Please see below for the daily total of all insulin delivered on the event date 10-aug-2024 in the pump history file. On (B)(6) 2024 01:02:00.000 dailytotals. Daily total collection start time = on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered = 0.55. Daily total of basal insulin delivered = 0.55. Daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-aug-2024 in the pump history file. On (B)(6) 2024 16:32:00.000 alarm alert notification fault number = lost sensor 1 alert (780). On (B)(6) 2024 16:42:00.000 alarm alert notification fault number = lost sensor 1 alert (780). On (B)(6) 2024 00:51:33.000 battery removed. On (B)(6) 2024 00:51:33.000 alarm alert notification. Fault number = battery removed (84) . On (B)(6) 2024 01:01:00.000 alarm alert notification fault number = battery removed (84) . On (B)(6) 2024 01:02:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2024 01:02:17.000 alarm alert notification fault number = batt out limit (6). On (B)(6) 2024 01:02:28.000 alarmalertnotification fault number = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor 1 alert (780) - not confirmed. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Blank display not confirmed. Unexpected battery power loss not confirmed (svn (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.